Manufacturer narrative:
Integra determined that insufficient info regarding the identity of the device and the pt outcome was provided by the surgeon to enable investigation. Without the date of the original surgery, further investigation into the size or type of plates and screws involved in this incident is not possible. Should additional info be received in the future, this complaint will be reconsidered at that time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated during a telephone consultation with integra, that following a spinal surgery procedure using the manta ray anterior cervical plate, he had observed screw back out on post operative x-rays. The pt was a smoker. There was no union of the fusion. Integra requested, in writing, additional clinical info. The surgeon was not able to provide additional info on the identity of the devices used in the surgery, or the pt outcome, and could not recall the date or details of the case as they were clinically irrelevant.